Event description:
A loaner instrument spine set was received from company sales representative for a surgical procedure. Instruments cleaned in instrument room prior to use per hospital procedure and placed on case cart for use in surgery. During initial inspection by surgical scrub technician, blood was found inside a movable instrument. Because the contamination was found on initial inspection, room set-up did not need to be torn down and there was no delay of procedure. In follow up, the spine set is not a commonly used tray at this facility, therefore the instrument room staff were not familiar with the instruments. No instructions were sent with the tray on cleaning requirements (i.e. Need to disassemble, etc.) The tray was picked up by the sales representative. The manager of the sterile processing department plans to contact the sales representative to discuss this occurrence.